Event description:
Information received indicates the brakes are not holding.

Manufacturer narrative:
The technician found the brake foot pedals engaged, but the head end caster slides/moves due to a worn hex rod and missing screw. He replaced hex rod shaft and the screw to repair the stretcher.